Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and further noted that the cable was damaged and it was therefore replaced to resolve all. The device then passed all functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had telemetry failure. The programmer head was returned for service as well as for a test and calibration procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.